Event description:
Spontaneous. Patient reports pump is alarming high pressure. Pump serial number unknown. Patient changed pumps, cartridges and tubing but pump was still alarming. Advised patient to go to the hospital as there maybe an obstruction. Patient verbalized understanding. No further questions or concerns. No other information known. Did the reported fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? No; if no, what was the pt instructed to do in order to continue their therapy? Advised pt to go the hospital. Reported to (B)(6) by pt/caregiver.